Manufacturer narrative:
An event regarding pain involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to acetabular pain (possible causes or contributors to pain not reported to rep). A 45x26 uhr bipolar component and 26 +0 lfit head were revised to a 48d trident ii shell with 1 screw, mdm/adm liner construct, and a 22.2 +8 lfit head. The stem was not revised. Rep reported that x-rays, medical records, and additional information are not available.